Manufacturer narrative:
Device received with blank flashing white display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unable to perform functional testing including self test, sleep current measurement, active current measurement and displacement test or verify led anomaly due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer said she went swimming and said that she securely lock the reservoir and battery compartment. Customer stated that it was a past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.